Event description:
Customer reported that the adapter on her double pump broke when she pulled it out of the outlet. The black box is cracked and will not stay latched shut.

Manufacturer narrative:
In the follow up with the customer, she indicated that after approximately after 6 months of use, the transformer casing cracked in half and pieces of it fell off. There were exposed underlying electronics showing which is a safety risk. The customer indicated that there was no witness of sparking/flame or fire and no injuries were sustained from the result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or correct information, a follow up report will be filed at that time.